Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had been having a little trouble with the device before and she had tried to turn it on and off. But this time when she turned it off and then back on it showed a picture that said "call your doctor" and on the very bottom it said power on reset (por). The por occurred when the patient had just replaced the batteries in the patient programmer (pp) and was trying to sync. The patient noted that she would be going to the bathroom more often until it could be turned back on. She had an appointment on monday ((B)(6) 2016) and her doctor told her she did not know about these devices. The patient asked for a manufacturing representative (rep) to be present at the appointment on monday. It was noted that the por occurred yesterday, (B)(6) 2016. The patient later reported that the por had been cleared.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.